Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected vitros intact pth (ipth) quality control (qc) results were obtained when using non-vitros mas omni-immune quality control (qc) fluid lot oim2612 on a vitros xt 7600 integrated system. Mas level 1 qc lot oim2612 results of 7.45, 7.77, 8.68, 9.44, 9.44, 9.46, 25.28 and 81.48 pg/ml versus the expected result of 17.70 pg/ml mas level 2 qc lot oim2612 results of 944.74 pg/ml versus the expected result of 84.00 pg/ml mas level 3 qc lot oim2612 results of 973.34, 1791.63, 2328.18, 2372.09, 2654.79 and 2842.69 pg/ml versus the expected result of 739.00 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros ipth results were obtained when the customer was processing non-patient fluids. The customer made no indication that any patient sample results had been affected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that higher and lower than expected vitros intact pth (ipth) quality control (qc) results were obtained when using non-vitros mas omni-immune quality control (qc) fluid lot oim2612 on a vitros xt 7600 integrated system. The assignable cause of the higher and lower than expected vitros intact pth (ipth) qc results is an instrument related issue as multiple condition codes had posted on the instrument around the time of the event. Additionally, a vitros tsh3 precision test yielded results that were not acceptable indicating that the vitros xt 7600 system was not performing within expectations. Actions performed by an ortho field engineer are expected to resolve the issue.